Event description:
The company received information from a customer that suggested that after applying xyrocaine jelly on the product an intubating the tube that the cuff would not inflate. The customer reported that they tested the cuff prior to insertion. The customer reported that the patient was re-intubated and that there was no harm to the patient. The customer indicated that the sample will be returned for evaluation.